Manufacturer narrative:
The medwatch report included the patient name and contact information enabling neuronetics to follow up with the patient and the provider. Patient's phq-9 depression score improved after the 36 treatments. The provider could not corroborate all the allegations made by the patient. Patient record included discomfort and numbness in the right forearm which went away. There is no evidence to determine if the patient's health complaints are due to tms treatment or a progression of other mental health issues (severe gad, bipolar ii and/or borderline personality disorder) which are not currently cleared for tms treatment.

Event description:
Neuronetics received medwatch (mw) 5162644 from FDA via email on december 9, 2024. In the mw a female patient alleges emotional changes after receiving neurostar tms treatment. These emotional changes include paranoia, anxiety, and feeling of annoyance and anger all the time. She also alleges feeling of "bugs crawling on her skin", constant headaches and painful right hand and forearm.